Manufacturer narrative:
(B)(4).

Event description:
It was reported that diagnostic anomaly of overstated remaining longevity during the midlife battery value was noted. The battery run down is normal. The device should have more accurate longevity from now until eri. The patient is not dependent or symptomatic.